Event description:
The report we received from the patient's family member indicated that the male pt had one cypher stent implanted in the right coronary artery (rca) in 2008 and two overlapping cypher stents implanted in his left anterior descending (lad) artery about 16 and 7 days later . At about approximately 7 days later, the pt experienced chest pain and was admitted to the hospital. He was diagnosed with a myocardial infarction due to the "pinching" of small vessels at the site where the stents overlapped. These event resolved.

Manufacturer narrative:
Device code is for the reported "pinching" of small vessels at the site where the stents overlapped. The product is not available for eval and testing. Additional info has been requested and will be submitted within 30 days from receipt.